Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an ipg pocket erosion. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was moved. The patient was doing well postoperatively. The explanted device will not be returned.